Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 aug 2025 has been used as a placeholder. The device has been received for evaluation. The investigation is pending completion.

Event description:
Event occurred on an unspecified date regarding a 10" smallbore ext set w/6-port nanoclave® manifold (orange, red, blue, purple, yellow rings), check valve, clamp, rotating luer where it was reported that "there is cracking and causing it to leak at the connection between manifold and extension set." There was unknown patient involvement and unknown human harm.

Manufacturer narrative:
Investigation summary received six (6) used am6100 smallbore ext set for inspection. An incomplete insertion was observed at the female luer to male luer bond at the end of the manifold on each set. Each set was leak tested per product specifications. There was leakage from the incomplete insertions. The reported complaint can be confirmed. The probable cause is due to an incomplete insertion during manual assembly in the assembly plant. A device history record review could not be conducted because no lot number(s) was/were identified. Corrective and preventative actions are in process.